Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. One product was received for evaluation. Visual inspection revealed the device to be in good physical condition. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by user interface. The device was cleaned and greased. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6)

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a loud system alarm and a blank screen. No patient injury was reported.